Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink at 26mm distal of the mid-shaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the mid left anterior descending artery. A 28 x 3.00 promus premier¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that the distal hypotube was fractured. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the mid left anterior descending artery. A 28 x 3.00 promus premier drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that the distal hypotube was fractured. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.